Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having unexplained low blood sugar levels in the months leading up to the call. Customer reported noticing a decreased level of insulin in the reservoir, but she never programmed a bolus. Customer reported having blood glucose levels of 45 mg/dl the morning of the call and 36 mg/dl the day before the call. Customer stated that the insulin pump's drive support cap was flush. No further information was provided.